Event description:
It was reported that after approximately 30 minutes of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm. The customer checked the tubing and connection, which appeared normal. The iab was removed and replaced with a new one to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: the first affiliated hospital (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).